Event description:
According to the available information, the patient had another surgery on (B)(6) 2024 to implant an mpp on the left side as only the right side had been implanted during the revision on (B)(6) 2024.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, a historical inflatable penile prosthesis implant was removed and replaced with a malleable penile prosthetic due to the patients age and hand dexterity.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.